Event description:
A hospital in (B)(6) reported that the gas inlet port on an rd900aeu neopuff infant resuscitator is broken.

Manufacturer narrative:
(B)(4). The hospital has sent the complaint device to their distributor for servicing. The distributor has advised that they will provide a copy of their report to fisher & paykel healthcare upon completion of the service. We will provide a follow-up report upon receipt of the servicing details and completion of our investigation.